Event description:
Customer reported pump screen was dark and would not turn on. Customer's blood glucose level was reported to be 7.5 mmol/l, which is within the normal range. Technical support instructed customer to perform several checks, including verifying if pump was plugged in and trying known working charging supplies, but pump did not respond. As a result, customer was advised to allow pump battery to deplete and was provided instructions for returning it. Technical support decided to replace pump and confirmed that it was under warranty. Customer planned to use multiple daily injections as a backup therapy.